Event description:
Customer reporting an over-delivery due to operator error in programming the device. The report states, "fentanyl drip - 2500 mcg/250 ml was hung at approx 1700. At approx 1900, it was noticed that the bag was empty. The rate of infusion had inadvertently been set for 150cc/hr. Dopamine was infused for approx 25 minutes to counteract hypotension and the fentanyl infusion was held. The rate should have been 15 cc/hr." The customer was contacted for further info. It was verified that the pump was programmed to deliver 2500mcg/250ml of fentanyl at a rate of 150cc/hr instead of the intended 15cc/hr. After approx two hours, the pump alarmed that the infusion was complete. At this time, the nurse noted the programming error. The pt's blood pressure was reportedly 84/52. The pt was treated with dopamine at a rate of 10 mcg/kg/min. After approx 25 minutes, the pt's blood pressure was 128/62 and the dopamine infusion was discontinued. There was no reported adverse pt sequelae. Through requested, no further info was available.